Event description:
It was reported two bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in units were found to have holes in the tubing. After the first device was placed, the device leaked blood onto the patient's arm. The IV was removed and replaced. No medical intervention or change in course of patient treatment were reported. The following information was provided by the initial reporter: "we have had two or more complaints regarding holes in the tubing of our 20 ga. Nexiva catheters here at the [redacted] (hospital). One of the units in question has been saved along with the package cover. For the other, I do not have a unit, but a package cover. For other instances, I am being told but not being given the packaging.....the IV had to be removed and restarted. Patient harm in that the patient required 2 needle sticks to obtain safe, effective access.....patient¿s own blood leaked rom the tubing onto his arm and hand. "

Manufacturer narrative:
Additional information was received. Date of event: (B)(6) 2020. Updated to: it was reported two bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in units were found to have holes in the tubing. After the first device was placed, the device leaked blood onto the patient's arm. The IV was removed and replaced. No medical intervention or change in course of patient treatment were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported two bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in units were found to have holes in the tubing. No medical intervention or change in course of patient treatment were reported. The following information was provided by the initial reporter: "we have had two or more complaints regarding holes in the tubing of our 20 ga. Nexiva catheters here at the [redacted] (hospital). One of the units in question has been saved along with the package cover. For the other, I do not have a unit, but a package cover. For other instances, I am being told but not being given the packaging. "

Event description:
It was reported two bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in units were found to have holes in the tubing. No medical intervention or change in course of patient treatment were reported. The following information was provided by the initial reporter: "we have had two or more complaints regarding holes in the tubing of our 20 ga. Nexiva catheters here at the [redacted] (hospital). One of the units in question has been saved along with the package cover. For the other, I do not have a unit, but a package cover. For other instances, I am being told but not being given the packaging. "

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used 20ga nexiva closed IV catheter system ¿ dual port. The unit consisted of the catheter/winged adapter and extension tubing assemblies with the pinch clamp fully engaged. There was one q-syte attached to the end of one of luer adapter ports and no attachment on the 2nd port. There are traces of dried media throughout the unit. Accompanying the unit is a top web (label) from lot number 9233234, reference number 383536. Through the visual microscopic evaluation, damage in the form of a cut was observed at the extension tubing. The cut is jagged and runs on the diameter of the extension tubing and is an open path of leakage. The walls at the cut protrude outwards from the tubing surface. A water/air leak test was performed where leakage was observed. Based on the investigation of the received sample it was confirmed that the cut observed in the extension tubing is similar to damage seen during the manufacturing process when a pallet has been damaged, and the tubing is pinched between the gripper fingers and the pallet. The reported issue was confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.